Event description:
Inbound. Patient stated pump alarmed no disposable now and would not restart. Stated has had increased pump alarms with cassette lot number 4096351. Pump serial number (B)(4). Patient confirmed res volume was 32 milliliter but had previous alarms when res volume was 10. Stated switched to second pump and remodulin infusing. Boxes for pump return sent. No further details provided.